Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a high-pressure regulation error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a high-pressure regulation error occurred. The error was confirmed in the event log. The customer and remote service engineer (rse) confirmed the main and proximal lines were connected properly. The rse advised the customer to perform a performance verification test (pvt) and inform the rse of the results. The customer stated the pvt had passed. The rse provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a high-pressure regulation error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a high-pressure regulation error occurred. The error was confirmed in the event log. The customer and remote service engineer (rse) confirmed the main and proximal lines were connected properly. The rse advised the customer to perform a performance verification test (pvt) and inform the rse of the results. The customer stated the pvt had passed. The rse provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) to order and replace. Device evaluation and repair are pending.